Manufacturer narrative:
The reported defective device was returned on (B)(4) 2010. An investigation into the root cause for this incident is currently in progress. The results of the investigation will be sent via a f/u medwatch. (B)(4).

Event description:
As reported by the end user on (B)(6) 2010, while tunneling a dialysis catheter, the "white plastic cover that slides down over the tunneler and catheter has shattered into multiple plastic shards." F/u with the end user noted that there was no harm done to the pt and no further medical intervention was required to retrieve the plastic shards. The procedure was successfully completed with another new device.